Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Three implants were placed on 4/8/96 during a complex procedure in an atrophied ridge. The patient wore a provisional denture over the implants after surgery. The implant in site #7 was removed on 1/23/97. Bleeding was present at time of implant removal. The clinician reports that the failure may be due to pressure on the implant from the provisional denture.